Event description:
It was reported that the shaft was broken. A renegade stc 18 catheter was selected for use. During preparation, when taking out the device from the carrier, there was too much friction felt between the catheter and carrier. The device was successfully taken out, however the proximal shaft was broken. The device had not been advanced to the patient's artery. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the shaft was broken. A renegade stc 18 catheter was selected for use. During the preparation, when taking out the device from the carrier, there was too much friction felt between the catheter and carrier. The device was successfully taken out, however the proximal shaft was broken. The device had not been advanced to the patient's artery. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the catheter surface and carrier tube are flushed prior to removal from carrier hoop. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade hi flo showed damage in the form of a separation in the hub. The inner liner was separated also. The separation looked consistent with a bending and tensile force breaking which could be caused by insufficient flushing of saline before removing the device from the carrier. Because of the damage to the catheter no other functional testing was done. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage. Device analysis determined the condition of the returned device was consistent with the reported information of a separation or break.